Event description:
Patient reported the infusion device displayed a w8 bolus cancelled warning on (B)(6) 2013. He delivered another bolus, and his blood glucose decreased to 43 mg/dl. He believes the first bolus was delivered as intended and reported the infusion device worked correctly the rest of the day. The same issue occurred on (B)(6) 2013. The infusion device delivered a bolus and then displayed a w8 bolus cancelled warning and went into the stop mode. He turned the infusion device off and back on, and no further error messages were received. Patient reported he has not intentionally cancelled the bolus. The infusion device was requested for evaluation. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The occlusion limits were tested successfully. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.